Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom was confirmed through review of the event history log, but could not be reproduced. Eval of known contributors to the reported symptom determined that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no pt injury.